Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an esophagectomy procedure, the surgeon fired the stapler. Half of the staples fired and formed, the other half did not. The staple line was incomplete. The surgeon had to oversew the staple line to prevent permanent damage and an open procedure. The issue was solved with another stapler.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. The stapler showed no visual or functional abnormalities. The sulu was received fully fired, reloaded with staples and fired in the test instrument. The staples showed proper formation in the test media. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.